Manufacturer narrative:
It was reported by the hospital contact that before use on patient during insertion in the echelon 10 90°- 0.017'' microcatheter (details unknown) the physician could push the coil (641cx2525/c24652) approx.1m in the microcatheter before it was stuck. The coil didn't fit through the microcatheter. Other micursphere xl 2.5x3 & target nano coils (details unknown) did fit through it after the event. The product will be returned for analysis. The procedure was delayed for 10 minutes as a result of the event. The product was stored according to labeling instructions. It is unknown if any damages were noted on the coil after use. An adequate continuous flush was maintained through the microcatheter. It was initially reported that the product will be returned for analysis. It was found during analysis that the proximal section of the coil has compression damage. Proximal section of the coil has compression damage. The core wire protrudes outside the sheath at the distal tip of the skive. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been fractured. The locking mechanism has stretching and compression damage. No manufacturing defects were found. The most likely root cause of the coil unable to be pushed into the microcatheter may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which caused coil damage and for the core wire to protrude outside the sheath. In this condition the coil cannot be advanced or resheathed. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ in addition, without the return of the echelon 10 microcatheter and the rotating hemostatic valve (rhv) used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. Based on the information and the analysis, the event could not be confirmed, however procedural factors may have contributed to the event. Additionally, a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This is an initial/final report. (B)(4). Concomitant medical products and therapy dates: echelon 10 90°- 0.017'' microcatheter (details unknown), micursphere xl 2.5x3 & target nano coils (details unknown).

Event description:
It was reported by the hospital contact that before use on patient during insertion in the echelon 10 90&#2912;0.017'' microcatheter (details unknown) the physician could push the coil (641cx2525/c24652) approx.1m in the microcatheter before it was stuck. The coil didn't fit through the microcatheter. Other micursphere xl 2.5x3 & target nano coils (details unknown) did fit through it after the event. The product will be returned for analysis. The procedure was delayed for 10 minutes as a result of the event. The product was stored according to labeling instructions. It is unknown if any damages were noted on the coil after use. An adequate continuous flush was maintained through the microcatheter. It was initially reported that the product will be returned for analysis. It was found during analysis that the proximal section of the coil has compression damage.